Manufacturer narrative:
(B)(4). In this report, the nurse disconnected a patient without clamping the extension set which resulted in a blood leak. Labeling for the clearlink system extension set provides directions on using aseptic technique including direction to open and close the slide clamp as required. A review of the label for the product family will be conducted. The facility has been given in-service training since this incident. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set had been disconnected from the primary intravenous (IV) without clamping which resulted in blood leakage from the patient. The nurse disconnected the patient from the primary IV to take the patient to the bathroom and a small amount of blood leaked from the patient as the set was not clamped. The nurse clamped the set to stop the leakage. The clearlink sets had been put into use at the facility before in-service training had been performed. Since the event occurred, the staff was trained on using clearlink extension sets to prevent further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.